Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. The customer reported they were able to get the touchscreen to respond and performed calibration. The unit passed calibration and the touchscreen is working as expected.

Event description:
It was reported that the unit's touchscreen was unresponsive, which also prevented the customer from performing calibration. There was no patient involvement.